Manufacturer narrative:
Batch review performed on 24-january-2024. Lot: 2422207: (B)(4) items manufactured and released on 02-09-2024. Expiration date: 2029-07-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 24-01-2024. Mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot: 2412175: (B)(4) items manufactured and released on 28-05-2024. Expiration date: 2029-05-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 2 months from primary the patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised the medacta cup and liner to competitor components and revised the medacta head with a medacta head. The surgery was completed successfully.